Event description:
A user facility reported a pt regurgitated after the insertion of an lma. The lma was easily placed, and as the crna turned to get the anesthetic circuit, the physician noticed clear liquid with small particles shoot up the tube. The lma was removed and the oropharynx was suctioned. The pt was given succinylcholine and intubated. There was no evidence of aspiration during intrubaiton. An orogastric tube was placed and 250 cc of liquid were withdrawn. A chest x-ray was not performed and the pt was not placed on any medications. The physician presumes the pt is fine and has been discharged.